Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 tissue welder would not shut off and started glowing hot red. They unplugged it and switched the hemopro. The replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.